Manufacturer narrative:
On (B)(6) 2019, mentor became aware of additional information indicating the patient experienced capsular contracture, baker grade 3 and a seroma on the right side post-operatively. The patient did not experience a rupture. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast reconstruction with mentor memorygel breast implant 755 cc and experienced a rupture on the right side post-operatively, which was confirmed by a physician. As a result, the patient would undergo explantation on (B)(6) 2019.